Manufacturer narrative:
Device analysis: product analysis verified a pinhole tear. The balloon catheter with the balloon in a deflated state was received in good condition with no damage observed. Visual and microscopic examination of the balloon material revealed a pinhole tear in the balloon wall located 1.8 centimeters proximally from the distal tip. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material, which would have contributed to the formation of the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the tear. The manufacturing records for top assembly batch 9245796 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the difficulties experienced during the procedure could not be determined.

Event description:
Reportable based on analysis approved 11 may 2007. It was reported that during a coronary diagnostic angiogram procedure, the proximal right coronary artery was dissected by another manufacturer's diagnostic catheter. The physician confirmed the dissection via visualization on the procedure cine. The reference vessel diameter was "nearly 6mm." The area was not calcified and the vessel demonstrated only average tortuousity. The patient was asymptomatic during this event. The physician chose to treat the dissection with percutaneous coronary angioplasty and placement of a stent. The lesion was pre-dilated with a balloon at 4 atms and the stent was deployed. The predilatation balloon was used again at 10atms for post-dilatation of the stent, but the balloon did not inflate. The procedure was successfully completed with another device. It was reported that there were no complications for the patient. Patient status is reported as "good."